Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sets. The customer states their infusion set is damaged and will not allow them to prime. The customer states the device alarmed for no delivery. The customer states the alarm was resolved, and they declined to troubleshoot the device.